Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that there was a scratch on the insulin pump screen. The customer stated the crack goes from the center bottom of the screen and is about half an inch long, in the shape of a check mark. The customer stated he bumped the insulin pump on something while wearing it on his hip. His blood glucose was 138 mg/dl. The customer stated he is still able to read the screen. Nothing further was reported.